Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device decreased around the end of (B)(6) 2019. The user's mother reported that he often hits his head. Additionally, it was reported that whilst playing the recipient fell from the top of a slide, hitting his head on the surgery side.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device decreased around the end on (B)(6) 2019. The user's mother reported that he often hits his head. Additionally, it was reported that whilst playing the recipient fell from the top of a slide, hitting his head on the implant side. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's mother reported that the user often hits his head. Re-implantation is considered.